Event description:
Customer felt their blood glucose reading was a little high before going to bed (210 mg/dl - freestyle meter) around 8 pm. Customer later went into hypoglycemic shock and spouse gave pt juice and a glucogel. Spouse took a reading with the freestyle meter with a result of 148 mg/dl, the paramedics were called and took a reading of 48 mg/dl with an unk meter. Customer was not admitted to the hosp.